Event description:
Re: refusal by synthes rep to provide clinically vital info about a device. A pt came to my dept for an MRI of the shoulder. He informed us that a synthes plate (model 420.10; lot number 410605) with several screws (model 1.0 400.50x; lot number 410605) were used to repair a fractured thyroid cartilage on (B)(6) 1996. Since we had no knowledge about the properties of the device and screws with respect to MRI safety, my technologist contacted your company at (B)(6) and was told that "...we do not share such info with people who are not in our buying group..." To the best of my knowledge, you are obligated to provide such info. There was no mention of the pt's name, only the question of MRI safety. Refusal to answer such a question is, in my opinion, bordering on criminal neglect, since it has significant clinical implications. We could not perform the MRI exam until we know whether the plate and screws are MRI safe or not. That resulted in a delay in pt care for which there is no logical or legal excuse! I intend to report this appalling incident to the appropriate regulatory agencies in the USA and (B)(6).